Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. The lot number for the device is unknown and a review of the device history record cannot be performed. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that a dissection of the vessel was noticed during the procedure. The physician inserted the guide catheter into the patient. The physician inserted a stent delivery catheter through the guide catheter. The physician was advancing the stent delivery catheter through the guide catheter and the stent became stuck inside the guide catheter. The physician attempted to remove the device and a dissection of the vessel was noticed. The physician was able to remove all the devices together from the patient. The patient is reported to be fine. The sales representative indicted that after the procedure, the stent delivery catheter was kinked.